Event description:
Event: patient reported to have had a heart attack on (B)(6) and she just got two more including a stroke. Patient just got back on saturday (B)(6) 2026 and has a loop recorder in her chest that is read every 30 days. The patient is not new to therapy but new to walgreens specialty pharmacy. Therapy start date is unknown. Freq: inject 1 syringe intra-articularly into each knee once. Diagnosis for use: bilateral primary osteoarthritis of knee.